Manufacturer narrative:
According to the hospital, the gas supply to the ventilator at the time was an oxygen gas cylinder. The evaluation of the logs shows that the oxygen concentration was set to 100% and after about 10 minutes the ventilator alarmed for low air supply pressure which indicates the absence of air supply. Thereafter, the ventilator alarmed for low gas supply pressure which indicates absence of both air and oxygen gases. These alarms were followed by other alarms that indicate that ventilation had stopped. Ther are no technical error codes to indicate that there was ventilator malfunction around the time of the event. The conclusion in the matter is that the ventilator was running with only oxygen gas at the time and the oxygen tank ran out of gas. The cause was the absence of gas to the ventilator. (B)(4).

Event description:
(B)(4).

Event description:
(B)(4).

Manufacturer narrative:
The device logs have been received anda preliminary eval indicates that there was no ventilator malfunction on the day of the event but shows that there were no gases supplied to the ventilator at the time of the event. Further info surrounding the event have been sought. A supplemental medwatch will be submitted when the investigation is completed. Reference exemption #: (B)(4).